Event description:
It was reported that the patient presented in-clinic for a scheduled procedure due to right-atrial (ra) lead dislodgement which was confirmed via x-ray imaging. As a resolution the ra lead was repositioned on (B)(6) 2025. There were no patient consequences.